Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: boston sci q4, 6f, guidezilla, bsc 6f guideliner and ivus catheter bsc. (B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion located in a heavily tortuous, heavily calcified distal left anterior descending (lad) that was 90%stenosed. An unspecified guide wire (gw), asahi sion gw and sion es gw were advanced at the lesion but failed to cross due to anatomy. Then a hi-torque turntrac flex gw was used and advanced to the lesion with some resistance due to anatomy. Smaller sized balloons are advanced, but fail to cross and the procedure is discontinued. During attempted removal, the turntrac wire got stuck due to anatomy and was unable to retract as different maneuvers were used to manipulate the wire for removal. Excessive force was used in conjunction with a guideliner making it possible to retract away from the vessel. The patient started to feel chest pain. There was suspicion of a dissection in the left main (lm) artery therefore a sion blue gw was advanced to the lad and lm and intravascular ultrasound was performed. Dissection was not able to be confirmed and patient was treated with medication (nitrates and opiates). The patient was sent to the intensive care unit and discharged on (B)(6) 2019 without symptoms. There was no adverse patient sequela reported. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported stretched coils were able to be confirmed. The reported difficult to remove and physical resistance were unable to be replicated in a testing environment as they were based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the hi-torque turntrac guide wire instructions for use states: do not: push, auger, withdraw, or torque a guide wire that meets resistance. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Manipulation using excessive force resulted in the reported/noted device damages (stretched coils, bent core). Although it was noted that resistance was noted during retraction of the guide wire, this was due to the guide wire being trapped within the patients anatomy therefore the force applied during removal of the device seemed to be a reasonable clinical response to the difficulties. The investigation determined the reported difficult to remove, physical resistance and stretched appear to be related to circumstances of the procedure as it is likely that resistance was met with the heavily tortuous, heavily calcified and 90% stenosed anatomy resulting in the reported physical resistance and the reported difficulty to remove. The reported difficulties possibly contributed to the reported patient effects however a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.